Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before an implant procedure, the device was interrogated and a gray longevity estimator bar was observed. The device remained at room temperature for four days but the gray bar persistent. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Hybrid analysis confirmed the reported failure. Additional analysis showed that the high current drain was found within the radio frequency (rf) telemetry module. The failure mechanism within the rf module was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.